Event description:
According to the available information the user found a hair inside the tubing of the catheter. No adverse event to the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on the lot number 9055054. Checking the quality databases did not reveal any anomaly in relation to the described defect. Actions have been put in place since april 2021 concerning the presence of hair (reinforced control before and after sheathing and before and after the corking rope) and its actions are carried out until today" in addition, our subcontractor has re-sensitized production operators about "hair presence and decontamination" in september 2023 we have not received sample. Upon receipt complaint will be reopened and updated. Unfortunately without sample from the customer and we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production.

Event description:
According to the available information the user found a hair inside the tubing of the catheter. No adverse event to the patient.